Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m53 lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that the patient fell off of a bike onto the chest, and expressed concern that the rate response feature of the device did not appear to be working properly. The patient also stated that the device has caused pain. The device remains in use. No further patient complications have been reported as a result of this event.